Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an error reading symbol for more than an hour and an adverse event. The patient stated that they had a low event while they were experiencing an error reading symbol. The patient took a finger stick during their low event; however, the values are unknown. The emergency medical service (emt) was called to the patient's workplace. The ems administered the patient with intravenous (IV) fluid therapy and oral glucose tablets. The patient's glucose was retested by the ems resulting in a reading of 264 mmol. At the time of event patient was in stable condition. No additional patient or event information is available. Data was provided for evaluation. A review of the data log confirmed the reported event. A root cause could not be determined.